Event description:
It was reported fluid leakage with safety-type cannula: one case on 6.2 was found to be leaking at the cannula safety device during pre-flush. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Two videos of powerloc infusion sets were returned for evaluation. An initial visual observation of the returned videos showed two infusion sets leaking from the needle housing when flushed. Use residues were observed on the samples in the returned videos, and no damage could be seen on the samples in the returned videos. There were no distinguishing features in the returned videos of the devices which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.